Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 51 mg/dl. Reportedly, insulin onboard automatically delivered a bolus which decreased their bg level. Reportedly, customer's time was incorrect, cause was unknown. Customer attempted to self-treat by consuming skittles and banana bread however; required assistance from their spouse by providing snacks and milk. During troubleshooting with tandem technical support, the customer corrected the time and resumed insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.